Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. It was noted that imaging was difficult. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. The physician decided to proceed with deployment. An additional clip was implanted, reducing mr to a grade of 1-2. Upon removal of the steerable guide catheter (sgc), a right to left shunt was observed. For treatment, an atrial septal defect device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. The reported poor image resolution was associated with difficulty imaging. The reported difficulty grasping was due to the reported poor image resolution and patient anatomy (restricted posterior medial leaflet). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. It was noted that imaging was difficult. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. The physician decided to proceed with deployment. An additional clip was implanted, reducing mr to a grade of 1-2. Upon removal of the steerable guide catheter (sgc), a right to left shunt was observed. For treatment, an atrial septal defect device was implanted. There was no clinically significant delay in the procedure.